Manufacturer narrative:
(B)(4). The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. No structural anomalies were observed that could have contributed to this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. It was reported that patient was not in the right position, and that the angle of the inserter and bone hole alignment had a problem. The root cause for this failure is a combination of those factors. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the tip of the anchor was broken during the surgery when the surgeon trying to insert the device into the bone hole, which had been prepared with the awl. This incident occurred before the anchor was completely into the bone hole and no broken piece was left in the patient's body. It was reported there seemed to be problem with patient's position and the angle of the inserter and the bone hole were not aligned. The backup device was use and the case was completed without problem. No surgical delay.